Manufacturer narrative:
Product event summary: it was reported that the controller was changing power sources from one port to the other earlier than expected. One (1) controller ((B)(4)), six (6) batteries ((B)(4)) and two (2) controller ac adapters ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual examination and functional testing. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(4). Data log file also revealed a premature power switching event that was due to communication errors between the controller and battery involving battery (B)(4). Log file analysis did not reveal any premature power switching events during the reported event date for the batteries (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. (B)(4) is investigating momentary disconnections. (B)(4). This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 02/29/2016, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 09/30/2016, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 02/28/2017, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 02/28/2017, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 04/30/2017, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 04/30/2017, (B)(4). Heartware® ventricular assist system - controller ac adapter, (B)(4) - controller ac adapter / catalog number 1430de, (B)(4). Heartware® ventricular assist system - controller ac adapter, (B)(4) - controller ac adapter / catalog number 1430de, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was changing power sources from one port to the other earlier than expected. The controller, controller ac adapters, and associated batteries were exchanged. No patient complications have been reported as a result of this event.